Manufacturer narrative:
The complaint notification associated with this device described that the hydraulics are not functioning properly and that set screws in the knee joint are missing. The user did not fall, no serious injuries were sustained as a result of the failure and no medical treatment was required. The evaluation of this device was conducted at the manufacturer's service center on april 13th, 2017. After evaluation we can confirm that two bolts in the upper posterior part of the knee joint are missing. An exact reason for that could not be determined. We also found that the upper axis of the upper hydraulic is moving, bushings are worn. This could be a result of further usage of the device with lost bolts. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that the hydraulics are not functioning and that set screws are missing. No fall or serious injury occurred due to this failure.